Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue; however, during subsequent testing the issue could no longer be duplicated. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on it's readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device intermittently displayed a leads off message, indicating that the test patient load was not being detected. As a result, defibrillation may not be possible if it were necessary.